Event description:
Adverse event(s): "no patient involvement." (No patient involvement). Product problem(s): "dull knife noted before use." (Dull [knife]). The surgeon reported that the knife was dull, this was noticed prior to use. No patient impact was reported. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).